Event description:
It was reported that during a routine device change out procedure, the right atrial lead exhibited high impedance and unacceptable thresholds. The lead was capped. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.